Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, stained end cap sticker and broken battery tube threads.

Event description:
It was reported the customer received a motor error alarm. It was also found the customer received a compromised force sensor system alarm after removing their reservoir to prime the insulin pump. Customer's blood glucose was 98 mg/dl. The customer could not recall any significant events leading to the alarm. It was found the customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.